Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a scratch on the shaft. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 1.72mm x 2.14mm in size. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Please note that the customer complaint of scratched shaft likely referred to the broken tube adapter. Visual inspection was performed and found no external damage to the shaft. The housing was removed for inspection and found no damage within the instrument's housing. Input disks articulated with no issues. Additionally, the instrument was found to have detached fragments. The fragments were not returned and was likely caused by the broken instrument tube adapter. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.